Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that during initial implant surgery the surgeon found the recipient had abnormal anatomy and location of the facial nerve. The recipient was reportedly administered intravenous (IV) steroids during initial implant surgery. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient was given IV steroids prophylactically. The recipient did not experience any post op issues or paralysis. The recipient will be monitored per center protocol. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.